Event description:
The pt reportedly experienced pain and redness behind the ear. She had a small wound over the incision. The doctor prescribed antibiotics amoxicillin and clavulonyc acid for the infection. Advanced bionics is in the process of gathering more info.